Event description:
Customer reported a button error alarm. The blood glucose reading was 180 mg/dl. She stated that the insulin pump may have been exposed to sweat. Nothing further was reported.

Manufacturer narrative:
Insulin pump had an intermittent button keypad response due to corroded keypad traces. Insulin pump had minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.